Event description:
See also manufacturer reports 2032545200805089, 2032545200805090, and 2032545200805091. It was reported that while placing a bravo ph monitor, the capsule would not attach to the pediatric patient's esophagus. The capsule fell off in the patient's mouth. This was the first capsule attempted for this patient. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.